Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 425 mg/dl at the time of the event. The customer was treated with the insulin pump and stated no symptoms. It was reported that the pump did not alarm when the blood glucose levels were high. The customer received sensor alerts of change sensor, sensor updating and calibration not accepted. It was also reported that the buttons on the insulin pump were less responsive and the piston was louder during rewind. Troubleshooting was declined. It was unknown whether the customer had used the insulin pump system within 48 hours of the reported high blood glucose event or used the smartguard auto mode of the insulin pump. No further patient complications were reported. It was unknown whether the customer will continue the use of the insulin pump and will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No rewind anomaly or abnormal noise during rewind noted. Pump communicated properly with test guardian link transmitter. No communication anomalies noted. Intermittent response from all buttons due to moisture damage to keypad traces. Toggled on/off and increased/decreased volume with the audio feature functioning properly. Unit successfully downloads to thus and carelink. No pump error 63 or audio/vibrate/absence of alarm anomalies noted during testing. No pump error 63 alarms noted in pump history download. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The motor was tested outside of device and passed. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and cracked case (battery tube). Pump passed functional testing and no audio alert noted. Confirmed the pump communicated properly with test guardian link transmitter. Confirmed intermittent response from all buttons due to moisture damage to keypad traces. No rewind anomaly or abnormal noise during rewind noted during analysis. No damaged or missing reservoir retainer ring noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.